Event description:
On (B)(6) 2013, it was reported that a high impedance warning message was received during interrogation that morning. Diagnostics were not performed, but the device was disabled. Follow-up showed that diagnostics were not performed at the time high impedance was seen. Settings from that date were provided. It was unknown if manipulation or trauma occured that is believed to have caused or contributed to the high impedance. X-rays were taken, and the report was provided. Images were not provided. Per the x-ray report, there is a focal disruption of one of the two wires seen approximately 1 cm above the clavicle. Surgery is likely but has not taken place.

Manufacturer narrative:
Device failure is suspected but did not cause or contribute to a death or serious injury.